Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2018-04727. It was reported that stent damage occurred. The totally occluded target lesion was located in the proximal left circumflex (lcx) artery. Pre-dilatation was performed with a 1.5x15mm emerge balloon catheter, a 2.5x20mm nc quantum balloon catheter and a 3.0x38mm emerge balloon catheter. A 3.00 x 24 synergy¿ drug-eluting stent (des) was then advanced but failed to cross the lesion. When the device was removed, a kink was observed on the proximal portion of the stent. Another 3.00 x 28mm synergy¿ des was advanced; however, it also failed to cross the lesion. When the device was removed, a damaged on its strut was noted. Further dilatation was performed with a 3.0x20mm emerge balloon catheter and with the use of a 6f guidezilla guide extension catheter, a 3.0 x 38mm promus premier des was deployed at the proximal to mid lcx and the procedure was completed. No patient complications were reported and the patient's status was stable.